Event description:
A peritoneal dialysis pt has reported that he had peritonitis. The pt did not report any problem with use of this device, but did report that he had peritonitis in the past. A call was placed to the clinic nurse in order to clarify the event, and to obtain additional detail and confirmation of this report. In speaking with the pt's rn, it was learned that he did have an event on (B)(6) 2010. Effluent was obtained and cultured. It was verbally reported that the culture results indicated a high cell count, but no organism was ever recovered. The pt did receive intraperitoneal antibiotic treatment for this episode. The nurse said that this was a chronic condition of where his fluid would be cloudy, but no organism was ever recovered or isolated. The nurse also reported that in july of this year, the pt did have an exit site infection and that the pt underwent a surgical procedure to have a new pd catheter placed. She did mention that possibly the event may have been related to his catheter as he was having problems. Currently, this pt is reported to be doing well. Additionally, the pt is now receiving dialysis with a different treatment set. There is no sample and the lot is unk. The nurse also reported that they are encouraging strict adherence to aseptic technique and closely monitoring this pt. Of note: according to the nurse, the md attributes that possibly the episodes of cloudy effluent high cell count, but no organism recovered or growth may be attributed to an inflammatory or allergic response. She did report eosinophil counts were elevated.

Manufacturer narrative:
(B)(6).